Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump has a damaged reservoir compartment lip. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.